Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The supervisor board was replaced as a diagnostic measure. The laser boards and cables were reseated. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported the system wasn't recognizing the laser probe. The system was rebooted and then a system message displayed. The system was switched out to complete the case. The case was delayed about 15 minutes. No pt injury was reported.